Manufacturer narrative:
Date of event is approximated to (B)(6) 2010, implant date, as no event date was reported. If unknown lot. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter: this event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was implanted into the patient during an anterior repair procedure using mesh basket-type uphold and bilateral colpopexy performed on (B)(6) 2010 for the treatment of pelvic relaxation, large cystocele and anterior defect. As reported by the patient's attorney, the patient experienced an unspecified injury.